Event description:
It was reported that the customer had low blood glucose and the insulin pump drive support cap is loose. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. However, loose/slanted drive support disk was noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.